Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va319xe); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that the therapy didn't seem to be helping their symptoms for urinary incontinence much anymore. The patient stated it began sometime in 2025 but they couldn't really say when. They denied having had any falls or traumas but me ntioned that it seemed like the wire part was coming loose. Patient services asked the patient to further clarify and patient said that they were a "wreck" and they didn't know if anything felt different or not. They then clarified their comment and stated that they were just worried because the therapy was no longer helping and they were "peeing all over" themselves that something had happened like a "wire came loose or something" though they had no evidence to support that, they just grew concerned something happened because their symptoms returned. The patient stated that they were just handed a box at implant and never trained on what to do with anything. They stated they had no idea what to do even though they had the manuals and they felt ashamed. The patient stated since their symptoms returned, they'd had a friend help them increase the stimulation to where they felt it comfortably and then they backed it off by 1/10th but that had been a few weeks ago and it hadn't made a difference. Patient services reviewed device description/function as well as therapy expectations and stimulation and programming considerations with the patient. Patient services redirected the patient to follow up with their managing healthcare provider (hcp) regarding their symptom concerns and to ask the hcp if they could potentially switch to a new program but offered to assist the patient in checking their implant settings at the time of the call. The patient agreed and was able to connect to see their settings. The therapy was on. They stated they weren't sure if the program they were on now was the same one they'd been on at implant. They weren't sure if perhaps when the person who helped them increase the stimulation a few weeks ago had also inadvertently changed the program they were on as well. Patient to follow up with their hcp to discuss their therapy concerns and inquire about making a therapy change. Patient may call back for assistance in switching to a new program at that time. Patient to hold off on making changes until they got in touch with their hcp.